Event description:
It was reported that a spectrum pump constantly displayed the door not fully latched message. It was also reported there was no patient injury.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification with respect to the reported symptom, which was reproduced. The messages were found to be caused by a loose upper link screws. The link screws were replaced.